Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose (bg) level in the 300s (mg/dl). Reportedly, customer reverted to a non tandem pump to administer a bolus for their bg level, and to maintain insulin therapy.